Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patent experienced pain at the ipg site and the site was sensitive to touch. The patient was prescribed lidoderm patches on (B)(6) 2017. However, the physician believed the ipg may have migrated. Consequently, the patient underwent surgical intervention on (B)(6) 2017 wherein the ipg was implanted deeper within the same ipg pocket which resolved the issue.